Event description:
Reporter indicated that pt began to experience an increase in seizures and a small lump near the generator site was noted. An x-ray of the area revealed that the lump near the generator site was the leads coiled, forming a small lump. The generator was also noted to have migrated out of position. The device was programmed to off. Explant is lead is planned due to suspected break noted on x-ray.